Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink duo-vent solution set leaked from the valve. It was further reported that the rubber in the valve began to protrude while running unspecified medication at a slow rate, approximately 5ml/hr, resulting in leakage. There was no patient injury or medical intervention associated with this event. No additional information is available.